Event description:
Update: the hinge section with the missing part is 0.8mm in diameter and 1.4mm long.

Manufacturer narrative:
Additional information: b5: description updated. D9: product receipt. H3: yes, device evaluation. H4: manufacture date. H6: codes updated. Investigation findings: the product was received in a decontaminated and used state with a deformed working end. A visual and microscopic inspection was carried out. The product was compared with the manufacturer´s technical drawing and it was observed that the laser welded-in guide pin of the joint is missing and the joint parts are deformed. Batch history review: due to the circumstance that the batch number remained unknown, the device quality and manufacturing history records could not be reviewed. Even after faithful attempts for retrieval, no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/ preventive measures: the failure reported by the customer could be confirmed. However, the exact root cause of the deviation cannot be determined. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product pm697r - jaw ins.metz sciss.insul to tip 5/310mm. According to the complaint description, a part was found missing from the hinge on one side of the tip after the instrument was cleaned following a surgery. The surgeon had felt "something strange" while cutting the staple line. Fragment remaining in situ was suspected. There are no plans to retrieve the fragment at this time. The patient is scheduled to return to hospital for a visit in approximately 2 weeks. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).